Event description:
It was reported to philips that the defibrillation test does not pass operational checks. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the philips heartstart mrx defibrillator indicating that the defibrillation test does not pass in operation check. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem. However, no response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. The investigation concludes that no further action is required at this time.